Manufacturer narrative:
Follow-up #1: date of submission 01/20/2015.device evaluation: the device has been returned and evaluated by product analysis on 01/07/2015 with the following findings: a review of the pump¿s black box data revealed evidence of short battery life. The battery compartment was observed to be cracked, and the returned battery cap was unable to fully secure onto the pump. The pump powered on with the returned battery cap, and a power loss was not observed. The electrical current draws measured within specifications. The pump was opened and no evidence of moisture or loose components was observed inside the pump.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life w/ damage) issue. The reporter alleged that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.